Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed device had damaged blades, safety lock, hose, broken slats and the motor blocked. The device failed pre-test inspection of temperature, sound and rpm. The device was repaired and returned to customer on (B)(4) 2012.

Event description:
Device was returned for service. During service, technician found defective safety lock, hose without a pressure valve, slats broken and the motor blocked. Pre-test repair results show temperature, sound and rpm tests failed. This is report 1 of 1 for (B)(4).